Manufacturer narrative:
Follow-up # 2.the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1.the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings:the test strips failed testing. The reported issue was confirmed.tthe test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter produced inaccurately low results when testing with control solution. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the issue began on (B)(6) 2016. The patient manages her diabetes with januvia, metformin and glyburide pills. The patient reported that an unknown time prior obtaining the inaccurate results she developed symptoms of ¿shaky and light headed¿ and that from ¿(B)(6) 2016 onwards¿ she self-treated with glucose tablets/gel. The patient reported that on (B)(6) 2016, she obtained a result of ¿100mg/dl¿ on a freestyle meter. During troubleshooting the cca noted that the results obtained on the meter were outwith the range on the test strip vial. In addition when the patient performed a control test during troubleshooting the results were not in range. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms that meet lfs criteria of a serious hypoglycemic event. As the meter failed control solution tests it cannot be ruled out that the meter did not cause or contribute to the serious injury.